Manufacturer narrative:
(B)(4). Procode: phx. Review of the device history records identified no deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. It was reported patient had a fall. However, without further details a definitive root cause could not be determined.

Event description:
It was reported that a patient was revised approximately 13 months postimplantation due to a humeral tray fracture. Attempts have been made and additional information on the reported event is unavailable at this time.